Event description:
In 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was not working due to an "error 2 message. The medical affairs specialist spoke to the patient three days later. To obtain/verify information. The patient has had the reported meter for about 12 years. About 2-3 weeks ago, the patient started getting an intermittent "error 2" message. Eventually, the meter started giving the "error 2" message continuously. The patient was no longer able to get a blood glucose reading. The patient tried testing on the meter for about 6-8 days straight but was unsuccessful. On an unknown date, the patient developed flu-like symptoms. She was hospitalized twelve days earlier for 8 days due to a "staph infection." The patient stated that due to the infection, her blood glucose registered at "512 mg/dl" in the hospital using an unidentified device. The patient was given unspecified treatment for the infection and IV insulin to treat the hyperglycemia. She denied having any symptoms of high blood glucose. Although the patient was unable to test on the reported meter at the time of concern, she continued to take her medications as prescribed. The patient takes a daily dose of 45 units "lantus" insulin. This customer care advocate (cca) noted that the patient was using expired test strips. The patient did not have other test strips to troubleshoot the alleged issue. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.